Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. The patient initially had a juxtarenal aneurysm and during the initial implant the physician implanted a renal chimney. On (B)(6) 2017 a follow up computed tomography showed the patient had a type 1a endoleak. The physician is planning an intervention to possibly add a fenestrated graft. The completion of a secondary procedure has not been reported to endologix. The current patient status is unknown. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event of the type 1a endoleak. It was confirmed patient had a lra chimney procedure done to correct the endoleak type 1a. That had possibly grown from the neck, which clinical could not confirm as reported. On (B)(6) 2018, patient underwent a surgical conversion/explant. The physician elected to treat the patient with a hamashield graft and viabahn stent. The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related to the off label left renal artery chimney procedure and juxtarenal aneurysm. Unable to determine amount of growth/change in the neck due to a lack of comparison imaging. The final patient disposition could not be ascertained due to a lack of medical records surrounding the event. However, the patient condition was reported to be doing well following the explant. The explanted devices were not returned for further evaluation. In addition, in addition, the review of manufacturing lot confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.